Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. There were no patient consequences.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing on the implantable cardioverter defibrillator.